Event description:
Glove that was ripped. Writer took gloves out of box prior to wound care (vet happened to be on an inpatient unit), and glove was in poor condition prior to writer even putting glove on.